Event description:
It was reported that prior to implanting the lead the physician extended the helix outside the body to test it. The helix extended but would not retract. The lead was scrapped and replaced with a new lead normally. The lead never touched the patient who was stable before during and after the procedure.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.